Event description:
Device issue: difficult to insert - clip applier, failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, difficulty was encountered attaching the clip applier to the exchange sheath. During thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. A dilator was inserted into the access ports to retract the thumb advancer and clip delivery tubeset proximally; the safety release mechanism was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (Off label use), (patient selection). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.